Event description:
It was reported the cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received deployed with the soft cannula not visible at the needle well. The investigation found the exposed portion of the soft cannula damaged and the total length of the soft cannula was short and out of spec. The data showed that the first priming sequence ended at pulse 48 and deactivation occurred at pulse 58. Although the needle mechanism was reset and fired properly during the investigation, the reported event could not be determined. The timing and cause of the soft cannula damage could not be determined.